Event description:
As reported by the field, during an endovascular embolize, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 8582197) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31122638 and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from the patient and observed that the stent body was found to be separated prematurely from the delivery wire. New devices were switched to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: (B)(6). Section e4. Expiration date not available at time of reporting. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00238 and 3008114965-2024-00239.

Manufacturer narrative:
Product complaint # (B)(4). Additional event information was received on 19-feb-2024 indicating that they were not able to move the deice at all due to the resistance. They did not torque the device. There was no evidence of physical material within the device. A guide wire and a sychro2 was used before resistance. The prowler select was not kinked/bent. The procedure was delayed by 40 minutes due to the event. The delay was not clinically significant. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolize, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 8582197) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31122638 and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from the patient and observed that the stent body was found to be separated prematurely from the delivery wire. New devices were switched to complete the surgery. There was no patient injury reported. Additional event information was received on 19-feb-2024 indicating that they were not able to move the deice at all due to the resistance. They did not torque the device. There was no evidence of physical material within the device. A guide wire and a sychro2 was used before resistance. The prowler select was not kinked/bent. The procedure was delayed by 40 minutes due to the event. The delay was not clinically significant. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and the microcatheter was noted with multiple compressed conditions on the distal portion. No other damages were found in the device. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The received 150cm x 5cm prowler select plus microcatheter was flushed using a lab sample syringe. After that, a 0.018-inch (0.04572 cm) guidewire lab sample was introduced into the received microcatheter and it was advanced. No resistance or friction was felt when the guidewire passed through the proximal aspect of the device. The guidewire got stuck until it reached the compressed conditions. The issue regarding a microcatheter being compressed was confirmed and based on this condition the issue regarding a stent being impeded in the microcatheter tip was confirmed since during the functional test the guidewire was not able to pass through the microcatheter's tip. Is suggested that the compressed condition is the result of the is the result of the rhv overtightening. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. Inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31122638 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.